Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the reason for call was the caller indicated that the patient's device stopped working. They discovered that the ins would not communicate at an appointment in (B)(6) 2021. At the time of the call the caller was in a case to replace the ins. The caller is reported that they tested the lead and were getting response on toes and bellows with electrode 1 2 and 3 under 2.0v no response on electrode 0. They opened the pocket and found a white chalk, milky, gritty substance. They reported that there is some of the substance in the header block and there have been corrosion in the header. The md will do cultures of the substance. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about the substance. The caller indicated that they will return the explanted ins for analysis. The md will make a decision about how to proceed with the case.